Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6)-2015 was returned to conmed for evaluation. Visual inspection found the cervical cup had detached from the device and the intrauterine balloon was damaged, but still attached to the manipulator tube. It appeared that the intrauterine balloon was torn when the cervical cup detached from the manipulator tube. The intrauterine balloon adds additional interference and resistance to detachment of the cervical cup. Measurement of the returned components confirmed all dimensions were within specifications and no product defects were identified during examination. The complaint investigation has not identified nor confirmed any manufacturing defects. This device was manufactured 12-jan-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. It should be noted that the end-user facility reported that "the green part of the vcare came off during the case at the point when the specimen is being pulled out of the vagina". Based on this received information, it is believed that the reported incident is user related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient.

Event description:
The user facility reported that during use of the vcare uterine manipulator on (B)(6)-2015 in a robotic hysterectomy procedure, the green cap of the vcare came off during the case at the point when the specimen is being pulled out of the vagina. As reported, the robot scope was inside the abdomen and the green cap could be seen inside the patient. The green cap was removed before the cuff was closed with no harm to the patient. Follow-up with the end user facility to get the patient information, has not provided any additional information. There has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred.